Event description:
It was reported the customer was hospitalized for high blood glucose. The customer also stated they have not been on insulin pump therapy for the past three months. Customer reported multiple incidents where they passed out while on insulin pump therapy. The date of the customer's hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 590 mg/dl. Customer reported not feeling well prior to being hospitalized. The customer was treated with manual injections of insulin and an IV at the hospital. The customer was released within 6 hours of being hospitalized. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.